Event description:
It was reported to philips that the device could not deliver shock. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address postal: (B)(6), reporting institution phone: (B)(6), reporter phone: (B)(6), a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text: operational test was performed by customer after rebooting the device and results of functional testing indicate that device work functionally.